Event description:
Stryker sustainability solutions (ethicon endo-surgery) curved shears with scissor handle and hand control worked intermittently, initially for approximately 15-20 minutes. A subsequent "like" device was then opened and only worked for approximately 5 minutes. Both devices share the same lot numbers and expiration dates. Error message reading "replace instrument, instrument error detected. Unplug handpiece and replace instrument". Reason for use: perineal resect., liver resect. Cholecystectomy.